Manufacturer narrative:
Per the clinic, the receiver-stimulator extruded due to infection at the implant site (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.